Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer's continuous glucose monitor read "high", however, a specific blood glucose (bg) value was not provided. A correction bolus was delivered to address bg level. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. The customer's blood glucose level was 509 mg/dl. A correction bolus was delivered to address bg level, however the customer went to the emergency room and was treated with intravenous fluids. The customer was released the next day with issue resolved and no permanent damage. A replacement pump was sent to the customer to resolve the issue.